Event description:
The customer contacted stryker to report that their device did not power on during resuscitation. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive.

Manufacturer narrative:
Section d9 returned to manufacturer on of initial MDR indicates: 12/21/2023. Section d9 returned to manufacturer on of initial MDR should indicate: 01/11/2024. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker evaluated the customer¿s device at the product assessment center (pac) and determined that the cause of the reported issue was due to a failed reed switch, designator sw5. It was observed that the reed switch was electronically isolated from the rest of the device's main pcb. The device was destructively tested and archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not power on during resuscitation. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Clinical review was performed for the reported event: insufficient data within the file to determine the impact of the device use. There was inadequate contextual information from the patient¿s data file to identify the appropriate patient¿s event. Because the ECG was unavailable, it is unknown if the patient was in a shockable rhythm at the time of the event. In the medical judgment of these reviewers, it is unknown if the device caused or contributed to the reported outcome. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.